Event description:
It was reported to philips that the device is "not getting on". Upon further investigation, it was determined that the customer's device would not power up. There was no reported patient involvement/adverse patient impact.